Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown, batch no.: unknown. It was reported the patient experienced rash and burn where chloraprep was used. Rash and burn where she uses chlorapreps [adhesive tape allergy]. Case description: this united states case is a solicited report received on 03 apr 2021, from a consumer via accredo specialty pharmacy. This [omitted] patient began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml), on (B)(6) 2020 for primary pulmonary arterial hypertension. The current dose was reported as 0.04 g/kg, continuous via intravenous (IV) route. On an unreported date, the patient experienced the event of rash and burn where she uses chlorapreps (dermatitis contact). Co-suspect medication included chlorapreps (chlorhexidine).